Manufacturer narrative:
Additional information was received by the procedure pack manufacturer related to the reported incident of a covidien cautery device tip that produced a flame during a bilateral mastectomy. It was reported that this occurred after first use of the covidien cautery device. When the flame was identified, the cautery tip was replaced with a new one. The procedure was completed without further reported incident. The patient did not require additional anesthesia to complete the procedure. There was no impact or adverse effect to the patient, the procedure, or to a staff member. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that during a bilateral mastectomy the tip of the covidien cautery device produced a flame. The facility contact stated that when the flame was identified, the tip of the covidien cautery device was changed and no further incident was reported. The facility contact stated that there was no impact or adverse effect to the patient. No further patient, product, or procedural information related to the incident was reported to the procedure pack manufacturer. It is unknown at what point in the procedure the reported incident occurred. It is unknown if the reported incident occurred during first or subsequent use of the covidien cautery device. No sample of the covidien cautery device was returned to the procedure pack manufacturer. Due to the reported flame, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a bilateral mastectomy the tip of the covidien cautery device produced a flame.